Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins had moved, ins was located in the left buttock. Caller stated the other day she stretched, and it hurt and now it was lower, just high enough that she was not sitting on it. Caller stated it felt like it ripped a little bit and then the machine moved down. Caller was redirected to the hcp (healthcare professional) to discuss pain and have the device check. Patient considered this a sudden change in therapy/symptoms. No further symptoms or complications reported/anticipated. Omitted information regarding patient¿s previous ins coming to the surface can be found in (B)(4).

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the contacted a urologist from the physician listings provided to them and made an appointment. The patient stated that they had surgery on (B)(6) to replace the device, and to add new lead. They noted that it was ¿still moving¿ but that it was ¿working well now¿. There were no further complications reported or anticipated.